Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Additional information received: the surgeon struggled to remove it and was upset with tech, claimed improper loading. After speaking with tech she said he was struggling with the device and knocked it against the scope several times. He struggled with placement because the tech opened compact shaft and he needed longer device.

Event description:
It was reported that during a video-assisted thoracoscopic surgery with bleb resection procedure, on the third firing of device with a gold reload, reload popped out of channel and the surgeon had to retrieve it from cavity. Tech reported that she did not submerge stapler between loads. The remainder ten firings went smoothly without issue. There were no patient consequences reported.